Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient¿s friend/family member reported that the patient had mental confusion which had come on suddenly and the patient had been hospitalized for several weeks for the mental confusion. It started on (B)(6) 2019 and had progressively gotten worse. Per the reporter, the patient got the pump because he twisted his back. The patient had a dose increase in may. On (B)(6) 2019 he was in a lot of pain and he was taking extra pain meds. He was taking instant relief and constant relief morphine. They thought he was getting to much medication with the oral morphine, but with him being in the hospital, they had been able to monitor the appropriate dose and he still had an altered mental state. He was brought to one hospital on (B)(6) 2019 and then was transferred to another hospital the reporter thought on sunday ((B)(6) 2019). Last week they turned him down the baseline. The reporter didn¿t know if it was the patient's baseline or the pump¿s baseline. They thought he had an infection, but they ruled that out earlier in the week through a spinal tap. Last friday, they were going to shut it off completely, but the reporter wasn¿t there over the weekend, so she hadn¿t been able to confirm if that occurred. The reporter wanted to know if they could just switch the prialt in the pump to morphine or if the pump had to be replaced to switch the drug. Additional information was received on 28-aug-2019 from a healthcare professional (hcp) who reported that per the patient¿s wife, the patient had increased confusion in (B)(6) 2019. The pump was programmed to minimum rate on (B)(6) 2019 and remained implanted. The patient was currently in the hospital. The hcp stated that they would evaluate at the patient¿s follow-up appointment. Additional information was received on 11-sep-2019 from the healthcare provider who reported that the patient was seen on (B)(6) 2019 and the pump had normal saline placed in the pump. The pump was not turned off and running with normal saline. No further complications have been reported as a result of this event.